Event description:
As reported by the field clinical specialist (fcs), 6 years, 9 months, and 7 days post-implant of a 26 mm sapien 3 valve in the aortic position, the 26 mm sapien 3 valve required intervention due to unknown reasons. A valve in valve was completed successfully and post dilated with a 23mm true balloon. The final mean gradient was 15mmhg with no leaks and great results.

Manufacturer narrative:
The investigation is ongoing.